Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: f/g,promus element,mr,ous 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 7 to 11, at the proximal end of the stent, were damaged. The od (outer diameter) of the undamaged crimped stent section was measured and was within maximum crimped stent profile measurement. The balloon cone wings were folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube kink 235 mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 2.75 x 28 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, pre-dilatation was performed again at a high pressure and the procedure was completed with another 2.75 x 28 mm promus element ¿ drug-eluting stent followed by post-dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.